Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data.

Event description:
Patient reported 'I am having many issues with my left breast and seem to have symptoms.' Patient later reported 'confirmed by surgeon grade iii capsular contracture.' Device has been explanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.

Event description:
Patient reported 'I am having many issues with my left breast and seem to have symptoms.' Patient later reported 'confirmed by surgeon grade iii capsular contracture.' Device remains implanted. This record relates to the left side.

Manufacturer narrative:
The event of capsular contracture, baker grade iiii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture, baker grade iiii.